Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection noted particulate matter inside the inner pouch as well as on the shaft of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particular matter was found in the inner pouch of a flo-thru intraluminal shunt. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.